Event description:
Information was received regarding a cadd solis vip pump. It was reported that the device did not power on using dc power; it only worked when using ac power. It was just in for repair. It is unknown if there was patient, or clinician injury associated with these occurrences. No further details provided at this time.

Manufacturer narrative:
Other text: device evaluation: one smiths medical cadd-solis vip ambulatory infusion pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition the pump passed all functional tests with no issues found. Based on the investigation, the complaint allegation was not confirmed.